Event description:
Reporter alleged the doctor changed patient medication based on the blood glucose monitoring device results. Reporter stated receiving high device results from the glucose device. Reporter stated at 12:20pm device result was 373 mg/dl after breakfast. Reporter stated calling the doctor and alleged he advised patient to go to the hospital to be admitted. Reporter stated the hospital device result was 88mg/dl at 5:40 p.m. Reporter stated being released from the hospital and medication was changed. Reporter indicated no controls were used. A request was made for the return of the suspect device and replacement product was sent.